Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf head failed 6th and 7th led (light emitting diode) tests and button tests during functional testing; main pcb (printed circuit board) assembly found out electrical specification. Analysis also found the rf (radio frequency) head cable has a slit in it. (B)(4).

Event description:
It was reported the rf (radio frequency) head does not interrogate. The rf head was returned for repair. No patient complications were reported as a result of this event.